Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the at the time of initial implant placement, the mount failed to disengage from the implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
MFR report number 0001038806 -2021-00738 was submitted and it subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0001038806-2021-00649. Please disregard MFR report number 0001038806 -2021-00738 submission. No further reports will be submitted for this event. The following sections have been updated: g6: checked "follow-up."